Manufacturer narrative:
Product analysis conclusion; the reported infolding and endoleak could be confirmed on the images and video provided; however the exact cause of the events could not be determined. The exact cause of the infolding could not be confirmed but it is possible that bifurcate oversizing from implanting a 36mm diameter bifurcate into a proximal aortic neck lumen ranging from 27-32mm in diameter may have been a factor. Instructions for use for the endurant ii stent graft advise that the aortic section of the bifurcated stent graft should be oversized 10-20% in relation to the actual measured inner vessel diameter. This measurement should take into account thrombus and calcification present within the vessel, that has the capacity to decrease the inner vessel diameter. There was noted to have been mild calcification but the level of thrombus present is unknown. Post-implant CT¿s were not provided; therefore, a complete assessment of the stent graft in-vivo configuration could not be performed. The observed infolding in the proximal stent graft is expected to have been a factor in the occurrence of the proximal endoleak. Endoleak interrogation via selective angiograms (injecting from different levels within the stent graft) to help determine the source and rule out other potential endoleak sources was not seen, and only a single imaging view point (a-p) was observed in the films provided; thereby, making determination of the endoleak type difficult to fully confirm. However, it is considered that the endoleak is most likely a type ia endoleak based on the limited films received and the presence of the infolding. Analysis of the returned videos did not reveal any out of specification stent graft integrity issues. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an index procedure for treating an aneurysm measuring 63mm / 62mm, an infolding of the esbf36 stent graft was discovered. Additionally, a type 1a endoleak was present after the deployment of the graft. Multiple targeted balloon inflations were attempted to resolve the infolding issue, but were initially unsuccessful. The infolding issue was resolved after the placement of a 32x32x49mm aortic extension and appropriate ballooning. Intravascular ultrasound was used to confirm the resolution of the infolding and the type 1a endoleak. The procedure involved the use of intravascular ultrasound for sizing and assessment, and the deployment of the graft was unremarkable. The physician completed additional intravascular ultrasound infrarenal measurements and chose the 32x32x49mm aortic extension, which was delivered and deployed without issues. The resolution was confirmed through intravascular ultrasound and a completion angiogram, which showed no infolding in the graft lumen and resolution of the type 1a endoleak. The patient was released from the hospital 1 day post index procedure and there was no injury reported.